Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.